Event description:
It was observed during the device evaluation, that the coating of the airway mobile scope lg tube is peeling off (1 mm2 or more) and that the curved rubber adhesive section is floating or peeled off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the peeling (floating) of the curved rubber adhesive section was due to physical stress applied to the insertion part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.